Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason for the revision was uncomfortable position and difficulty charging. It was noted the patient had poor coupling. It was further noted that no diagnostics were performed and no malfunctions were seen. It was noted the revision was on (B)(6) 2013. It was further noted the patient was doing well, had great stimulation coverage, and could charge easily.

Event description:
It was reported a pocket revision would be done. It was later reported the stimulator was moved above the patient¿s waist to the incisions/scar they had from a gallbladder surgery. The revision was done on (B)(6) 2013. The patient still had bandages and their next appointment was noted for (B)(6) 2013. The recharger screen was unresponsive. The recharger was frozen on the antenna locate screen. They were able to reset the recharger and were able to get two coupling bars. The patient was living in pain, on a scale to 10 their pain was a 6 or 7. The stimulator brings their pain to a livable level.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).